Event description:
It was reported that the patient, recently implanted with this cardiac resynchronization therapy defibrillator (crt-d) system, had syncope. Review of device settings showed the patient had ventricular tachycardia (vt) in the monitor only zone and below the vt-1 zone for at least 18 seconds. Technical services (ts) recommended paging a local field representative for programming changes. This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated.